Manufacturer narrative:
The "model #", "serial #", and "device manufacture date" have been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
The end user used his chair to sleep. It is alleged that customer was left alone and when checked on next day, he was found under unit with hand controller in seat.

Manufacturer narrative:
The "model #", "serial #", and "device manufacture date" have not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
The end user used his chair to sleep. It is alleged that customer was left alone and when checked on next day, he was found under unit with hand controller in seat.

Manufacturer narrative:
Pride inspected product and it functioned exactly as designed. The product does not seem to be the cause of the alleged incident.

Event description:
The end user used his chair to sleep. It is alleged that customer was left alone and when checked on next day, he was found under unit with hand controller in seat.